Manufacturer narrative:
Analysis of the returned subject device confirmed the reported issue, the smart sport is unable to connect to the network. Review of the provided data confirmed that the smart sport did not connect to backoffice since november 2023. The sim card is still active. The most probable hypothesis is that a network issue or a hardware issue is responsible for the reported event. The root-cause could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 16-january-2025, the transmitter switches to a fixed red heart button and is not functional.